Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due fluid loss at the tubing above the pump leading to the reservoir. A hole and air in the pump were identified. There were no patient complications reported.